Event description:
The device result was 578mg/dl and his doctor's meter read 200mg/dl when compared. No treatment was given to the user. The device was replaced and requested to be returned for evaluation.